Event description:
The account reported that the ortho provue analyzer did not detect an antibody during an antibody screening test with mts anti-igg gel card lot#081106001-33 and 0.8% surgiscreen lot#8ss393 that was visually identified.